Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on approximately on (B)(6) 2025, they experienced high glucose levels, diabetic ketoacidosis and was severely impaired. The patient has fallen at home, resulting in a bruise but fortunately no head injury. The patient was taken to the hospital by the wife and received intravenous fluids and insulin during the stay in hospital. The patient reported the following measurements taken at the hospital; the first set of values the bg was 36.0 mmol/l while the cgm was 8.8 mmol/l. The second time their values were checked the bg was 33.0 mmol/l while the cgm was 9.3 mmol/l. The third set of values the bg was 10.8 mmol/l while the cgm 2.9 mmol/l. The patient also provided values for on (B)(6) 2025; the bg was 18.0 mmol/l while the cgm was 2.7 mmol/l and the bg 17.8 mmol/l while cgm displayed low (less than 2.2 mmol/l). The patient was discharged from the hospital after about 22 hours. At the time of the report, the patient has recovered and is feeling well. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and d zone of the parkes error grid. No additional patient or event information is available.